Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.investigation summary the device associated with this report was returned for investigation. The device is found cracked. Also it was found the color indicator worn out, the potential cause can be attributed to a repetitive use.depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the scrub tech noticed a cracked in the femoral trial. Instrument is in one piece.